Manufacturer narrative:
(B)(4). D6a: implant date: unknown day in 2015. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 10 (ten) years post implantation due to dislocation. The standard liner was revised to a constrained liner. Head was also replaced. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6: h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superior dislocation of femoral component of right total hip arthroplasty. The acetabular cup is noted to be oversized, which may be a risk factor for hip dislocation. A definitive root cause cannot be determined. It is unknown if the oversized cup identified in the x-ray, caused or contributed to the reported event. Complaint is confirmed based on the x-ray findings. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.